Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced logic board, due to 260.4080 and 246.4700 error. Replaced right iui, replaced dim u2 and u4 on display board. A review of the device history record showed, the device had a manufacture date of 11/28/2012. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the logic board circuit failure (error code 260.4080 and 246.4700). A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA ca-2018-0161 iui conn issues. CAPA 1143616 lvp dim u4 display.

Event description:
It was reported, that the device was broken or damaged. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. There was no patient involvement.